Manufacturer narrative:
An event of atrial flutter was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The information was obtained from an abstract in the journal of catheter ablation that was related to the autumn scientific meeting (ID# (B)(4)) and the relationship of the arrhythmia to the underlying defect or procedure and / or device is not confirmed in the publication. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information was obtained from an abstract in the journal of catheter ablation that was related to the autumn scientific meeting (ID# (B)(4)). On an unknown date, a 24mm amplatzer atrial septal occluder was implanted within a (B)(6) female for closure of an atrial septal defect (asd). After the procedure the presence of atrial flutter was confirmed and catheter ablation was performed with using the ensite system. Additional information is not available & the relationship of the arrhythmia to the underlying defect or procedure and / or device is not confirmed in the publication.